Manufacturer narrative:
The reported issue was confirmed. The overheating of the wires was assessed. It was concluded that the following was the root cause: supplier ¿ root cause; inadequate verification and validation activities of the crimping process ; single pull test did not provide stability of process ; evidence was not provided when requested for maintenance of records or crimp tools; no crimp cross-sections provided. The device was evaluated upon receipt. The ac cca card and power inlet module were visually inspected and found to be operational although exhibit signs of electrical overstress. The isolation circuit card and power inlet module was replaced during preventive maintenance (pm). The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record review was not performed. Labeling review is not required because labeling could not have prevented this issue. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device did not have any flow and was told by the helpline that was due to the system hours. Biomed would like to send it in for the 2000 hour preventive maintenance. Per sample evaluation, it was reported that the power cord restraining bracket and screws were missing. One of the outer shell to chiller frame bolts was found cross threaded and a bolt for the upper bracket to lower bracket was missing. The ac cca card and power inlet module were visually inspected and found to be operational although exhibit signs of electrical overstress. Patient temperature 1 connection on the isolation circuit card was found pulled forward and down from the front of the card which caused the solder connection to the circuit card to fracture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device did not have any flow and was told by the helpline that was due to the system hours. Biomed would like to send it in for the 2000 hour preventive maintenance. Per sample evaluation, it was reported that the power cord restraining bracket and screws were missing. One of the outer shell to chiller frame bolts was found cross threaded and a bolt for the upper bracket to lower bracket was missing. The ac cca card and power inlet module were visually inspected and found to be operational although exhibit signs of electrical overstress. Patient temperature 1 connection on the isolation circuit card was found pulled forward and down from the front of the card which caused the solder connection to the circuit card to fracture.